Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), the phrenic nerve weakened and then was lost. The ablation was immediately terminated. After a waiting period, the phrenic nerve did not recover. The case was switched to and completed with radiofrequency (rf). Following the procedure, a chest x-ray was performed and showed the right diaphragm still elevated. It was also reported that the patient went back into atrial fibrillation overnight and developed shortness of breath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had no further complaints of shortness of breath, but did have complaints of an increase in heart rate. The patient's medication was altered to address the heart rate increase.

Manufacturer narrative:
Product event summary: a patient data file was returned and analyzed. One patient file was received and recorded on the date of the event. The patient file showed nine applications were performed using an afapro28 balloon catheter with lot number 20178. The patient file did not show any system notice on the reported date of the event. In conclusion, the clinical issues (phrenic nerve injury, shortness of breath, atrial fibrillation, and increased heart rate) occurred during the procedure with no indication that the adverse events were related to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.